Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this device was at attempted implant due to unsuccessful interrogation despite extensive troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Testing of the interior of the device indicated that the element composition did not have hydrogen counts present. The device case was opened, and testing of the battery and hybrid were performed. Battery laboratory testing results noted a non-depleted functional cell, with no battery related failure determined as the hybrid and battery of the device were confirmed to be operating normally. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was at attempted implant due to unsuccessful interrogation despite extensive troubleshooting. No adverse patient effects were reported.